Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysm, hematoma and oozing are complications which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the pseudoaneurysm and the hematoma. The oozing was controlled with a pressure bandage and additional pressure. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.

Event description:
The vascade mvp device was selected for closure and inserted into the 8f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved but it was difficult to get temporary hemostasis. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. After removing the site had some oozing and a hematoma started to form which continued to grow in recovery. Additional pressure was held and a femstop was applied. Hematoma was pressed out. Note patient was an inpatient. An ultrasound was conducted and a pseudoaneurysm was located. Additional information received on january 16, 2024: patient had surgery on saturday january 13, 2024 to repair of right proximal femoral artery and evacuation of a large right 7.6cm hematoma of the common femoral artery